Event description:
Customer reportedly received results of 173 mg/dl, 364 mg/dl, 264 mg/dl, and 574 mg/dl within 8 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.